Manufacturer narrative:
The reported event of connection anomaly could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that during an implant procedure, the lead was unable to disconnect from the device being used. Malfunction was alleged on the device. A new device was successfully used for implant. No advertise patient consequences were reported.